Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose value of 53 mg/dl. The customer blood glucose level was 84 mg/dl and 70 mg/dl. It was unknown if the insulin pump was on auto mode at the time of incident. Customer stated that sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was not suspended due to sensor glucose value. The insulin pump will not be returned for analysis.